Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was out to dinner with family and walked ahead to get to the car. When the family arrived at the car, they found him passed out in back seat of the car, with a "red heart" alarm, and the white power lead disconnected. Emergency services was called and arrived on scene quickly. The pt was found in ventricular fibrillation (vf), CPR was performed and the pt was taken to the ER where he was sedated and intubated with cerebral cooling. At that time, pupils were equal and reacting, computed topography (CT) had no abnormalities detected and electroencephalogram (eeg) showed decreased activity. It was noted that the pt was on the original system controller which seemed to be functioning fine with both power leads connected and working. It was though that perhaps the pt had vf arrest, panicked and tried to change both batteries and accidentally disconnected both. The pt continued to be monitored, however it was reported that 7 days later support was withdrawn due to no neurological function.